Manufacturer narrative:
It was found that the customer was using "abnormal" system reagents. After replacing the reagents, the issue was resolved.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect cl for gen.2 (cl) on a cobas 8000 core unit. The initial result was 170 mmol/l. The repeat result was 101 mmol/l.

Manufacturer narrative:
The cl electrode lot number was not provided; the expiration date was provided as 30-apr-2026.